Event description:
The external pulse generator (epg) was returned to the manufacture for an update due to a field advisory. The epg was analyzed and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the upper/lower case, side bail covers, ring covers and battery drawer were broken.